Event description:
It was reported that the pump touch screen was on, but the display remained black. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided a manual insulin injection was administered to address bg. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.